Event description:
The patient's ((B)(6)) scs system includes a lead extension. It was reported that surgical intervention was undertaken to address an impedance issue; intraoperative testing found that the root cause of the problem rested with the lead extension and further examination of the device revealed a break/fracture. As such, the lead extension was explanted. The device was returned to the manufacturer for analysis. The lot number, implant explant and manufacturer and expiration dates for the lead extension are unknown.

Manufacturer narrative:
Results - the returned lead extension was visually examined under a microscope and broken wires were observed in the strain relief of the device. No functional testing was performed due to the broken wires. As there was no breach of the outer tubing of the extension this damage is consistent with an overstress condition while the extension was implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.